Manufacturer narrative:
The device underwent visual and functional inspection and the customer's allegation was not confirmed/reproduced. Based on the results of the investigation, no nonconformities were found. The cause of the problem could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the otv-s400 instruction manual: error code:e225. Error message: camera head error. Possible cause: lens position is malfunction. Solution: immediately turn the camera control unit off and turn it on again after a while.if the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the 4k camera head showed error e225 occurrence during preparation for use/prior to sedation. The (unspecified) procedure was completed using the same set of equipment. There were no reports of patient harm.